Event description:
It was reported that during a lap hernia repair procedure, the device made a screeching noise and displayed an error code 5. The surgeon observed that the tissue pad was missing; they found it on the mayo stand. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.